Manufacturer narrative:
On 15-oct-2024, mentor received additional information about the event. The explantation surgery scheduled for (B)(6) 2024 was rescheduled to (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: possible breast prosthesis rupture. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with a mentor memorygel breast implant 375cc gel breast prostheses that both possibly ruptured post implantation. Ultrasound results indicated possible extracapsular rupture of the right breast prosthesis and a possible small focal rupture in the left breast prosthesis. Additionally, it was reported that the patient noticed a change in her left breast prosthesis after being kneed in the chest by her child. As a result, the patient is scheduled to undergo bilateral explantation and replacement with gel breast prostheses on (B)(6) 2024. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 13-dec-2024, the mentor failure analysis lab received the device for evaluation. On 17-dec-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the left breast implant after being kneed in the chest by her child. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the possible cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).